Event description:
Event description guidant received information that during a routine follow-up a low impedance (<20 ohms) was noted. An x-ray of the implant site noted the proximal coil of the lead was fractured.